Event description:
On 06/29/2000, the distributor's account technician informed the manufacturer's (MFR's) representative of the following: the surgeon informed the distributor's sales representative, when the catheter was connected to the device it leaked. As a result, another device (same catalog#) was used. No pt injury occurred. No further details were provided.